Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer encountered monopolar errors on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error log and found the m-02 errors. The customer swapped the iesu to a third-party covidien generator to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was placed on a system and was run in normal mode. The paint at the top of the cover across the edge had small chips during visual inspection. M-02-3 and m-2-71 errors occurred at startup. No instrument could not be detected on system. The complaint was confirmed based on the failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: error 25913, "erbe error: m-02 - module timeout (a module didn't send its status message within the expected time).". The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu/erbe generator.

Event description:
Refer to h11 for follow-up information.